Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's therapy electrodes (tes) were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside of the rear 1-wire therapy electrode. The root cause for the intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt.